Event description:
Rptr c/o loss of balance and speech, lack of movement in extremities, eye burning, weakness, stiffness, heavy sweating, rt side limping, memory problems, muscle fatigue, hives with itching, tender breasts, weight gain, arthralgias in neck, bowel and bladder irritability, chronic fatigue and insomnia, multiple sclerosis symptoms, gel leakage, elevated temps; nausea, slurred speech, headaches, lower back soreness, dizziness, difficulty ambulating, shortness of breath, vaginitis, tingling in hands and blurred vision.